Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 295 units of insulin. The customer reported reloading the cartridge and received a fill estimate of 6 units which was lower than expected. At the time of the reported event, the customer declined to perform troubleshooting. The customer's blood glucose level was 108 mg/dl.